Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker right atrial (ra) and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition that resulted in greater than 2 seconds of asystole. The patient was pacemaker dependent. Programming changes to sensitivity was initial attempted, however, did not resolve the observations. An invasive procedure was performed. This system was programmed vvi 40 and was left implanted on the right side for backup pacing and a new system was implanted on the left side. The physician plans to program this system off at the patient's two week follow up. No additional adverse patient effects were reported.